Event description:
A journal article was reviewed which contained information regarding this device. The patient underwent a procedure for an implantable cardioverter-defibrillation resynchronization system. A defibrillation test was performed without success, and external defibrillation was required. The physician repositioned the right ventricular lead. Two more defibrillation tests were performed and again with no success. The physician then chose to implant the lead in a single vein. With the new lead in place, the defibrillation test was successful. The patent showed "stable improvement" and was discharged from the hospital 36 hours after the procedure. There were no further patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. (B)(4).